Manufacturer narrative:
(B)(4).

Event description:
The patient with this system was experiencing pain and swelling of her left axilla and her left upper arm. The system was placed very far left as she had large breast implants and the physician wanted to avoid them. This pacemaker was moved to the right side and the associated leads were explanted and replaced.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.